Event description:
Email comment -complaint - ¿I was directed to contact the manufacturer directly. I have been ordering 31g 6mm insulin syringes through total diabetes supply for quite some time now and have had very little issues with them. Unfortunately, this last order only about 20% of them worked properly and I wish I was exaggerating. They for some reason will not draw up the medicine, plain water or even very hot water. Obviously these are very important things in our lives and it's something that has to work. I'm not sure what can be done but I hope to get some sort of resolution and hear back soon.¿ lot # unknown. Catalog# unknown - 6mm, 31g syringe. Date of event 02.06.2024. Sample status discard dc. Sent 2 emails to this consumer with our phone number and this case number. Dc.

Manufacturer narrative:
H3 other text : device not available.

Manufacturer narrative:
Correction to h6, type of investigation, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.